Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was having issues with sensors. Customer then mentioned her blood glucose was 49 mg/dl. Sensors were getting stuck in the serter. One sensor didn't connect with the transmitter. Had a major difference between blood glucose and sensor readings, no numerical values given. Customer isn't returning the sensor for analysis.